Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces, measuring 4.7cm and 50.0cm, respectively. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at 46.4cm to 48.5cm from the distal tip. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.

Event description:
New information received notes that the right ventricular lead was also explanted and replaced during the procedure due to noise resulting in over-sensing.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead and right ventricular lead was experiencing oversensing. The physician elected to explant and replace the right atrial lead on (B)(6) 2021. It is unknown if any action was taken for the right ventricular lead. The patient was stable. Related manufacturer reference number: 2017865-2021-11815.